Event description:
It was reported that the patient presented with l4-l5 nonunion with lumbar canal stenosis and bilateral foraminal stenosis, most significant left greater than right l5 nerve root impingement. The patient underwent l4-l5 redo laminectomy with l4-l5 transforaminal lumbar interbody fusion with l4-l5 pedicle screw fixation, posterolateral fusion using allograft, autograft and bone morphogenic protein. At 1191 days post-op, a CT of lumber spine indicated 'posterior broad-based disc bulge mildly flattens the ventral thecal sec causing mild spinal stenosis. L3-l4 there is mild degenerative spondylosis; posterior broad-based disc bulge flattens the ventral thecal sac severe ligamentum flavum redundancy is seen. There is also ossification of the ligamentum flavum with bony fragmentation on the dorsal aspect the spinal canal. These factors combine to cause moderate spinal stenosis. There is moderate left and mild right neural foraminal stenosis as well. L5-s1 moderate disc degeneration with vacuum phenomenon is seen. There is a minimal posterior decompression laminectomy has been performed.' At 1438 days post-op sanpc indicated 'degenerative changes of lumbar sacral spine at multiple disc levels the worst degenerative changes are at l3-4; l4, 5 disc levels.'

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that a patient underwent a surgery performed as follows: l4-l5 lumbar laminectomy with bilateral partial facetectomies, bilateral foraminotomies and l4, ls, sj posterolateral fusion. The patient presented at a (B)(6) post op visits post l4-5 lumbar laminectomy with bilateral partial facetectomies, bilateral fora menotomies, and an l4 through s1 posterolateral fusion as a result of interoperative discovery of pars defect. The patient indicates that all of the preoperative radicular symptoms into lower extremities have subsided altogether. Some occasional muscle spasms and some tenderness in the low back managed with m.s. Conlin ir, oxycodone xr as well as baclofen. Plan to begin physical therapy in the next week or two. Evidence of good fusion along the lateral mass regions of l4 through s1. No distinct instability. The physician noted that although the patient is showing signs of fusion, there is a reduced rate of fusion and it is ideal the patient to quit smoking altogether. Xray of lumbar spine demonstrates postsurgical changes at l4-5. The bone graft material does not yet appear solid, suggesting the fusion is not yet complete. At the (B)(6) post op visit to primary physician, the patient continued to do well postoperatively. The patient complained of some occasional shooting pains bilaterally down into the lower extremities which is improved from pre-op. Wearing the lumbar brace and may be experiencing some paresthetic neuralgias. Instructed on a weaning process. Medrol dose pack prescribed. The patient is very pleased with the results thus far abd is scheduled to follow up p.r.n. In one month. The patient was seen for a repeat follow up visit summary to primary physician which indicated history significant for low back pain, bilateral lower extremity radicular symptoms with an MRI demonstrating an l4-5 lumbar canal stenosis. The patient failed conservative management and underwent a lumbar laminectomy at which time the patient was noted to have a pars defect and underwent a non-instrumented l4-5 fusion. The patient began developing recurrent symptoms and had a CT/myelogram which demonstrated what appeared to be non-fusion at the l4-5 level and compression of the l5 nerve root. On (B)(6) 2007: the patient underwent a posterolateral fusion on l4-5 using allograft bone, autograft bone, bmp packed into disc space, posterolateral gutters and a cage for the previous lumbar fusion; previous lumbar fusion with l4-5 nonunion; lumbar canal stenosis, bilateral foraminal stenosis ; left greater than right l5 nerve root impingement; post op xray demonstrates l4-5 fusion is satisfactory with no evidence of acute abnormality. (B)(6) 2007: post operative visit summary to primary physician indicated the patient was "... Doing well post operatively. The patient states that much of the bilateral lower extremity symptoms have subsided but has some occasional left hip pain down to the thighs that most likely is attributed to lumbar brace causing a paresthetic neuralgia. Low back pain seems pretty well controlled with m.s. Contin and robaxin. Overall the patient feels a lot stronger than in quite some time." "Plan to continue lumbar brace and begin pt in seven weeks. Review of ap and lateral lumbar x-rays reveals good purchase and placement of all hardware with evidence of bone mass fusion taking place along the lateral aspects right greater than left. The plans are to repeat x-rays at the next follow up in seven to eight weeks." (B)(6) 2007: post operative visit summary to primary physician; "quite pleased with her results and states the patient has not been this pain free in a very long time. The patient does have some discomfort in the low back intermittently but has successfully weaned off of the brace". (B)(6) 2007: post operative visit summary to primary and pain management physicians indicates that the patient "continues to do well postoperatively, making great progress...pain medications are managed... Undergoing physical therapy... Successfully weaned from lumbar brace... Bit of tightness in the low back as well as left lower extremity, but that seems to be working itself out through therapy... Wearing a bone stimulator" (B)(6) 2008: procedure note for caudal epidural procedure for low back pain no date: procedure note for caudal epidural procedure for low back pain (B)(6) 2008: procedure note for repeat caudal epidural procedure for low back pain; notes indicate "post lumbar laminectomy with hardware and subsequent hardware removal"